Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
When the patient was seen by the surgeon for his 2 week follow up appointment the x-ray showed that the assembly screw had started to back out and the proximal body was disassociating from the distal stem from a device of another legal manufacturer. Therefore, ascend flex reversed tray and reversed insert that were assembled onto the device from other legal manufacturer were explanted as a consequence of the explantation of the device from the other legal manufacturer. The explantation of the aequalis ascend flex components is the consequence of the explantation of the device components of the other legal manufacturer.